Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The customer decided to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support agreed to replace the pump.